Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a lead safety switch on the right ventricular (rv) lead. It was not suspected to be due to a lead failure. The system remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.